Event description:
It was reported that an altitude alarm was declared by the pump. There was no adverse impact to the customer's blood glucose level. The customer's insulin was suspended due to the altitude alarm, and it was determined that the speaker holes on the pump were obstructed. Technical support instructed the customer to remove the obstruction, clean the speaker holes, and perform a series of steps involving the cartridge. Initially, resuming insulin was unsuccessful, but after loading a new cartridge, the alarm did not recur, and the pump resumed normal operation. The original cartridge was identified as being improperly vented, and a replacement cartridge was arranged.